Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in USA during treatment. It was reported that there was a water to blood leak. No harm to any person has been reported. As there was a blood leak during treatment, a report is required. Complaint ID (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The event occurred in USA. It was reported that there was a water to blood leak. Further information was received on 2025-01-20 that the failure occurred before use. The set was primed on 2025-01-09 and the leak was noticed on 2025-01-13. There was water coming from the blood outlet of the oxygenator into the return side of the circuit tubing. No harm to any person has been reported. As the failure occurred before use and no harm to any person has been reported, this complaint is no longer reportable. The affected hls set was investigated in the getinge laboratory on 2025-04-22 with following conclusion: during the investigation no leakage or any malfunction could be confirmed. Functional and leak tests were performed and the affected product functioned as expected. Based on the investigation results the reported failure could not be confirmed. The production records of the affected product were reviewed on 2025-05-08. According to the final test results, the modul with lot# 3000389796 and UDI# (B)(4). Passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. The customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 6.1 preparation and installation perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. 6.2 priming the system check the device for leaks during priming. Do not use the device if there are any leaks. Before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks. 4.3.2 safety instructions for centrifugal pump leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Furthermore it is mentioned to always keep a replacement hls set for those situations. 6.2 priming the system a set that is filled too early (pre-priming) can lead to widening of tubes, formation of air bubbles in the set, and air embolism in the patient. Only prime the set shortly before use and in accordance with the priming instructions. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.